Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: indication of use of product - why was the product used during the initial procedure? -unknown. Date and exact name of initial procedure (partial or total thyroidectomy)? - (B)(6) 2018, total thyroidectomy. Where exactly was the product used? -powder used on tissue after thyroid removed. Was excess product irrigated/removed after receiving hemostasis, during the procedure? - no irrigation used. Onset of seroma. - patient information not available. What are the patient¿s demographics? (Age, date of birth, bmi, past medical history) - patient information not available. What is the patient¿s current status? - patient information not available. Lot number of product used during the procedure? - unknown.

Event description:
It was reported that the patient underwent a total thyroidectomy procedure on (B)(6) 2018 and absorbable hemostat device was used. After the procedure, the patient experienced a seroma. The seroma was aspirated.